Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery. The customer¿s blood glucose level was 498 mg/dl. Reportedly, a nurse assisted the customer by changing out the supply and a correct bolus via the pump was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.